Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking and repeated vibrations occurring. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt multiple button presses and to connect pump to a working power source, but pump did not turn on, so technical support arranged pump replacement and customer planned to use multiple daily injections as backup therapy while also pursuing out-of-warranty loaner pump.